Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a treatment at the time of the reported event and the procedure was delayed. The procedure was completed by moving the patient to another room or lab. A philips field service engineer (fse) visited onsite and confirmed that the surgical drape was pulled in, blocking the angulation movement. The fse solved the blockage of the c-arm movement by removing the surgical drape from the c-arm running track. After that, the system was returned to use in good working order. The system's instructions for use (IFU) indicate to ensure that no objects become trapped or pinched during angulation movements. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to do angulation movement with the c-arm. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.